Event description:
It was reported that the load wheels and the safety bar (lock bar) were broken.

Manufacturer narrative:
Result: safety bar.

Event description:
It was reported that the load wheels were broken.

Manufacturer narrative:
(B)(4): load wheels.